Event description:
Customer alleges seat will not lock back in place after he removed it. Customer also alleges the lever is not working. No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) 2012 - (B)(6) - no RMA has been initiated for this issue. Model l-4b, serial number/date code (B)(4) is approximately 2 years 3 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that he removed the seat of his l-4b scooter. When he tried to put the seat back on it allegedly would not lock into place. The consumer has contacted a dealer who gave the consumer ideas on how to adjust the seat, consumer may have to take the device to the dealer for repair. No injury alleged.